Manufacturer narrative:
(B)(4).

Event description:
Procedure type: hemorrhoidectomy. According to the reporter: when the surgeon closed the device to apply it to tissue, some staples opened up and it was not possible to achieve perfect hemostasis. The surgeon applied sutures by hand to complete the procedure. There was some blood loss, but less than 250cc. The patient's tissue was damaged, but there was no tissue loss nor was operative time extended by more than 30 minutes.